Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported that the insulin pump was cracked due to being dropped and bumped. Customer also reported recently being hospitalized due to non-diabetes related issues. However, it is unclear whether or not the customer was wearing the insulin pump at the time of the hospitalization. Blood glucose level was 209 mg/dl at the time of the call. No further information was provided.